Event description:
This complaint is from a literature source and the following citation was reviewed: bernava g, meling tr, rosi a, hofmeister j, yilmaz h, brina o, reymond p, muster m, corniola mv, carrera e, lovblad ko, kulcsar z, machi p. Acute stenting and concomitant tirofiban administration for the endovascular treatment of acute ischemic stroke related to intracranial artery dissections: a single center experience and systematic review of the literature. J stroke cerebrovasc dis. 2021 aug;30(8):105891. Doi: 10.1016/j.jstrokecerebrovasdis.2021.105891. Epub 2021 jun 3. Pmid: 34090173. Objective and methods: to report authors' experience in treating ais patients presenting with an iad by acute stenting performed in association with intravenous administration of tirofiban. This is a single-center, retrospective review of the clinical and radiological records of all ais patients treated at the institution by acute intracranial stenting between january 2010 and december 2020. Seven specific cases were discussed in the article and only case #7 experienced adverse event. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: enterprise stent. Other cerenovus devices that were also used in this study: n/a. Non-cerenovus devices that were also used in this study: neuroform stent (stryker) deployed when required to deploy a 2nd stent, solitaire sr stent retriever( stryker). Adverse event(s) and provided interventions: case #7 (B)(6) male experienced a large ischemic lesion of the related brain parenchyma as the stent occluded a few minutes after the initial post-deployment control had showed patency of the device. (Intervention was not discussed).

Manufacturer narrative:
(B)(4). This complaint is from a literature source and the following citation was reviewed: bernava g, meling tr, rosi a, hofmeister j, yilmaz h, brina o, reymond p, muster m, corniola mv, carrera e, lovblad ko, kulcsar z, machi p. Acute stenting and concomitant tirofiban administration for the endovascular treatment of acute ischemic stroke related to intracranial artery dissections: a single center experience and systematic review of the literature. J stroke cerebrovasc dis. 2021 aug;30(8):105891. Doi: 10.1016/j.jstrokecerebrovasdis.2021.105891. Epub 2021 jun 3. Pmid: 34090173. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.